Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged device is noisy. Patient alleged nasal/throat irritation or soreness and dry mouth. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on july 05, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness and dry mouth, device is noisy related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer and observed foam degradation or breakdown was not observed in the base unit, the following from an external and internal inspection: unknown white, and black contamination (dust like), (inconsistent with degraded sound abatement foam) at the air inlet of the blower box. Unknown white, and black contamination, dust like (inconsistent with degraded sound abatement foam) in the iso port (international organization of standardization.) Dust like contamination on top and bottom of the blower motor and the blower motor seal. Unknown tan, and black contamination, dust like, (inconsistent with degraded sound abatement foam) in the blower box. Potential fluid deposit spots on the bottom of the blower motor, indicating potential water ingress, potential fluid deposit spots on the bottom of the blower box, indicating potential water ingress. Light black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms described. Sections d8, d9, h2, h3, h6 has been updated in this report.